Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018; 305u225 tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed (B)(6) approximately nine months po st device replacement and passed away. The cause of death and source of the infection was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient had initially presented to the emergency room with fever, generalized weakness and disorientation. The patients device system became infected due to bacteremia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was treated with intravenous antibiotics via a peripherally inserted central catheter (PICC) and discharged to a skilled nursing facility. The patient was readmitted to the hospital after the PICC line had dislodged. It was re-inserted and antibiotics were continued. The device therapies were suspended at the request of the family and the patient was discharged to an inpatient hospice facility where the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was treated with intravenous antibiotics via a peripherally inserted central catheter (PICC) and discharged to a skilled nursing facility. The patient was readmitted to the hospital after the PICC line had dislodged. It was re-inserted and antibiotics were continued. The device therapies were suspended at the request of the family and the patient was discharged to an inpatient hospice facility where the patient passed away. The patient is a participant in the post approval clinical surveillance product surveillance registry.